Event description:
In 2008, the pt reported he sometimes gets an occlusion message on his insulin infusion device after 1-4 units of insulin is delivered for his meal bolus. He stated when this happens he clears the error, finishes his meal, and "walks around awhile" and then delivers the remainder of his bolus. The pt said when this happens and he removes his infusion headset, the cannulas are bent. A complimentary guide to site management and sample infusion sets with a shorter cannula were sent to the pt. On follow up at about one week later, the pt stated he received an occlusion today during a meal bolus while using the infusion set with the shorter cannula. He said he checked his bolus history to confirm he received the entire bolus, cleared the error message and is continuing to use the infusion set. To troubleshoot, the pt was instructed to disconnect from his infusion device and bolus out of the tubing which went through without error. On further follow up with the pt 2 days later, the pt stated he has been studying the guide to site management and is following its rotation guidelines. He said he is now using an area above his waistband and has had no further occlusions. The pt did not report blood glucose concerns related to this issue. The pt did not require assistance from a healthcare professional, or second party to address the issue. Product was replaced and requested to be returned for eval.